Manufacturer narrative:
Product ID: 8711 lot# j10939r31, implanted: 2002 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that ¿a couple months ago¿ the patient went to the hospital in a (B)(6) because he had ¿severe withdrawals,¿ the patient couldn¿t remember when the event occurred, because, he was ¿out of it.¿ it was noted that ¿they just did a bunch of tests¿ and ¿they sent [the patient] home.¿ ¿not much¿ was done to resolve the withdrawal. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.